Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. Date of hospitalization was (B)(6) 2015. Blood glucose was over 600 mg/dl at the time of admission. The customer stated they have been experiencing high blood glucose for the past four days. Customer was also experiencing nausea and vomiting prior to being hospitalized. The customer was admitted into the intensive care unit and was treated with an insulin drip. The customer stated they were wearing the insulin pump at the time of hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.